Manufacturer narrative:
B5 / clinical narrative updated. H6 updated. The investigation is still ongoing.

Event description:
An impella 5.5 was inserted via the right axillary/subclavian artery in a 65-year-old male with a past medical history significant for coronary artery disease who presented with out-of-hospital cardiac arrest requiring cardiopulmonary resuscitation. The patient was in scai stage d cardiogenic shock and required multiple inotropes and vasopressors prior to initiation of mechanical circulatory support. The device was placed to provide ventricular support during high-risk coronary artery bypass graft surgery. During coronary artery bypass grafting, while cross-clamping, the impella inlet was noted to be contacting the apical endocardium, resulting in a hematoma. No left ventricular perforation was identified. The device was repositioned into the mid-cavity with restoration of appropriate positioning. Postoperatively, the patient developed confusion and underwent magnetic resonance imaging for evaluation of a possible cerebrovascular event. Imaging demonstrated small bilateral infarcts described as diffuse. The patient also experienced paroxysmal atrial fibrillation. The impella 5.5 remained in place for 21 days and was successfully weaned. The pump operated at p-5 with reported flows of 3.1 l/min without reported functional concerns. Hematoma, stroke, and atrial fibrillation are recognized complications in the setting of cardiogenic shock, out-of-hospital cardiac arrest, advanced age, vasopressor support, open heart surgery, and temporary mechanical circulatory support. The reported clinical course is consistent with the patient¿s critical presentation and perioperative risk profile. A comprehensive review of the available information did not identify evidence suggesting that device performance contributed to the reported events beyond known procedural and patient-related risks. The patient survived.

Manufacturer narrative:
H6 investigation: type, findings, and conclusion codes and h6 component codes were updated accordingly based on the completed investigation. The cause of the injury was not determined due to insufficient clinical details. The cause of the device in wrong position was most likely an unintended user error as they were cross clamping the pump during a CABG procedure at the time.

Manufacturer narrative:
B1: added product problem, this was omitted from the initial report in error.

Manufacturer narrative:
Corrected information has been provided in d3 to accurately reflect manufacturer fax.

Event description:
An impella 5.5 device was inserted into the right axillary/subclavian artery in a 65-year-old male patient with a past medical history of coronary artery disease (cad), presenting in an out-of-hospital cardiac arrest requiring cardiopulmonary resuscitation (CPR), in scai stage d shock, on multiple inotropes and vasopressors, prior to initiation of support. The impella was inserted for ventricular support for during a high-risk cardiac surgery: coronary artery bypass graft (CABG). During the CABG, when cross-clamping the impella, the inlet was pushing against the apex of the ventricle, causing a hematoma. No left ventricle (lv) perforation was noted. The pump was pulled back into the mid-space. Twenty-one days after insertion, the impella 5.5 was successfully weaned. The post-procedure outcome is survived at explant. The impella functioned at p-5 at 3.1l/min without issues. Cardiac injury is listed as a potential adverse event, and consistent with known device-related and patient-related factors documented in the instructions for use (IFU). The impella 5.5 device is intended for short-term use (14 days) for the treatment of ongoing cardiogenic shock following open heart surgery as documented in the indications section of the IFU.

Manufacturer narrative:
A4 is unknown. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc or its employees that the report constitutes an admission that the product, abiomed inc, or its employees, caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.